Manufacturer narrative:
(B)(4). Batch # u5cr0y. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Ntlc75 batch # u5cr0y - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mfg. Date: (B)(6) 2020. Reload sr75 batch # u5ct79 - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mfg. Date: (B)(6) 2020. Reload sr75 batch # u5ct1z - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mfg. Date: (B)(6) 2020. Additional information: the first shot did not cover the outer row (both sides), so it was additionally sutured. No stoma is built. There is no problem for the patient. Additional information was requested, and the following was received: "please clarify, ¿during the first shot did not cover the outer row (both sides).¿ were the staples deployed, but were malformed? Or, were there staples missing (not deployed) in this area? => the staples were not deployed in this area. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open colectomy, 5 to 6 staples on both outer side of the cartridge tip were unformed at the 1st firing of feea. The cartridge was replaced, but the firing knob was too stiff to grasp at the 2nd firing. There was no bleeding. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/06/2020. D4: batch # u5cr0y. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and swing tab in the locked position. In addition, a reload (b) was received fully fired. The reload swing tab was reset in order to fire the cartridge. The device was test with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.